Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the (B)(6) result is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A (B)(6) result was obtained for a pt sample and confirmed using the advia centaur confirmatory assay. The physician questioned the result and the pt was redrawn. The result of the redraw was non reactive. The non reactive result was reported to the physician. The laboratory then decided to retest the initial sample. The results were (B)(6). The redraw sample was also tested again on two different instruments and the results were non reactive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the (B)(6) result is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A (B)(6) result was obtained for a pt sample and confirmed using the advia centaur confirmatory assay. The physician questioned the result and the pt was redrawn. The result of the redraw was non reactive. The non reactive result was reported to the physician. The laboratory then decided to retest the initial sample. The results were (B)(6). The redraw sample was also tested again on two different instruments and the results were non reactive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to (B)(6) results.